Event description:
After the patient was shocked, the trainer applied the electrodes to his arm and did a test on himself. The trainer was shocked but not injured. The patient's progress was not impeded and treatment could be continued as the facility had another unit to use for treatment.

Event description:
Per the trainer, the patient was a male student. The trainer was not aware of any pre-existing medical conditions. The student was being treated for quad pain using a pain relief protocol. Premod was the waveform and the parameter details were not known. The electrodes were 2 x 2 inch and used for single patients only. This was not the first treatment for this student. The number of treatments is unknown and the number of electrode uses is unknown. The student received a mark on his skin under the channel 3 electrode when he was shocked by the unit. Per the trainer the burn was unclassified and did not require medical attention. The shock was worse than the burn. Standard preparation was used prior to applying the electrodes. The skin was cleaned. After the patient was shocked, the trainer applied the electrodes to his arm and did a test on himself. The trainer was shocked but not injured. The patient's progress was not impeded and treatment could be continued as the facility had another unit to use for treatment. Patient 1 of 2, patient a.

Manufacturer narrative:
Awaiting device return and evaluation.

Manufacturer narrative:
Awaiting device return and eval.